Event description:
It was reported that the customer was having an issue during the set change. The serter was not inserting or deploying with full strength. The customer experienced high blood glucose levels that were over 400 mg/dl. The customer called a health care professional. The health care professional stated that the cannula was bending. The customer also states that the tape is sticking to the serter because it does not fit correctly. The serter and quick sets will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.